Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that a patient had reached out to inquire about registering his device for the recall. The patient was advised to contact his doctor for a replacement device. The patient mentioned that he had not registered his device for the recall because he had undergone brain surgery and had been recovering for the past three months. No further details were provided, nor was there any claim that the device caused or contributed to the patient's need for brain surgery. An email address was provided so a shipping label could be sent for the return of the recalled device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that a patient had reached out to inquire about registering his device for the recall. The patient was advised to contact his doctor for a replacement device. The patient mentioned that he had not registered his device for the recall because he had undergone brain surgery and had been recovering for the past three months. No further details were provided, nor was there any claim that the device caused or contributed to the patient's need for brain surgery. The device has not been returned to the manufacturer for investigation. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The manufacturer has updated section h coding in this report.